Manufacturer narrative:
Blank display due to moisture damage on the lcd board. Unable to perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Insulin pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 139 mg/dl. Customer mentioned there were five small bubbles under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.